Event description:
Philips received a complaint on the v60 indicating that a 1127 "ovp circuit failed" error occurred. There was no patient involvement at the time the issue was discovered as the issue was observed immediately before the device was used on a patient. No patient or user harm was reported. The device kept operating when the issue was discovered. The sales representative (rep) visited the hospital and replaced the device with another v60. There was no reported delay in therapy. While evaluating the device to resolve a previous display screen issue, the manufacturer's product support engineer (pse) also found that a 1127 "ovp circuit failed" error occurred. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba), conducted a comprehensive inspection, cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).